Event description:
The customer reported that there is zipper damage to the panels, but couldn't specify which side of the canopy the damage was on. There was no patient injury reported.

Manufacturer narrative:
Zipper damage - evaluation results: evaluation of the returned product shows that the large window a the zipper's slider body is open. On the large window b the zipper's slider body is open.